Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a control panel error. This error caused the system to shut down, resulting in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of death or associated with this event.